Event description:
Pt called in to report medical attention that occurred on (B)(6) 2013 at 4-5pm. She stated she felt fine one minute then sick the next, adding that prodigy meter read 253. Medics were called and pt said their meter read 43. The time lapse between two readings was 5+ hours. Pt was transported to hospital where she was given an IV and released 2 hours later with a reading of 54. Cc rep walked pt through cs test and meter read in range. Due to medical intervention, prodigy sent pt new meter and requested return of suspect products. No product(s) received. Pdc made multiple attempts to retrieve product(s) and will continue to pursue item(s) for testing.